Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an occlusion alarm on the insulin delivery system after a recent full supply change, with no visible abnormalities at the infusion site, tubing, or cartridge, and experienced elevated blood glucose thereafter; the event was managed as an infusion set occlusion associated with the contact detach set and resolved only after another complete supply change. Symptoms included hyperglycemia. Outcomes included temporary interruption to therapy and the need for troubleshooting and supply replacement, without hospitalization. Investigation included user interview, review of the event history, and troubleshooting education. Investigation of this case revealed a probable infusion line occlusion related to the infusion set and insulin path components, consistent with an occlusion that cleared following replacement. It was concluded, based on previously established findings for similar reports, that the cause was attributed to an infusion set occlusion.